Manufacturer narrative:
It was reported that the facility has experienced an increase in secondary infections post-surgery during use of the optifoam dressing. The facility reported that intraoperative and post-operative steps have been taken to attempt to determine a root cause. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported issue and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the facility has experienced an increase in secondary infections post-surgery during use of the optifoam dressing.